Event description:
It was reported that, pt surgery was scheduled for removal of hardware and I&d for infection. When the surgeons got to the pt's hardware they confirmed that the feet had come apart from the plate. The tulip head feet were still on the rods but they were no longer on the plate.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.